Event description:
The hosp returned a plastic bag with three heartstring seals without providing any info regarding the failure modes of the device. The hosp stated that the case required multiple replacements since the procedure was for a multi-graft bypass. No complications were reported by the hosp. Upon receipt of products in feb 2005, one unit showed no non-conformities, a second seal had not completely unrevealed and a third unit was cracked and still loaded in the tube. The failure modes, incomplete unraveling and cracked seals are reportable malfunctions.